Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from an unknown location during the patient's pd treatment. The pdrn reported not receiving any alarms. The patient uses baxter bags but did not see any punctures. The pdrn confirmed all of the lines were tightly connected. It is unknown what point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the nurse confirmed entering the room during the patient's treatment and finding a small amount of fluid on the floor. There was no fluid in or around the cycler. The nurse could not confirm where the fluid came from. The patient has used baxter products in the past but was using all fresenius products at the time of the event. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The nurse confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from an unknown location during the patient's pd treatment. The pdrn reported not receiving any alarms. The patient uses baxter bags but did not see any punctures. The pdrn confirmed all of the lines were tightly connected. It is unknown what point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the nurse confirmed entering the room during the patient's treatment and finding a small amount of fluid on the floor. There was no fluid in or around the cycler. The nurse could not confirm where the fluid came from. The patient has used baxter products in the past but was using all fresenius products at the time of the event. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The nurse confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.